Event description:
It was reported that a dissection occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was noted to have tortuous anatomy of the iliac vein. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. The physician attempted to insert the watchman trusteer access system but was unsuccessful. Due to the difficulty of anatomy, the physician opted to switch out for a 16x30 non-bsc (cook checkflo) sheath. The non-bsc sheath was not able to be passed through the anatomy. A venogram was performed which showed extravasation of contrast, indicating a dissection occurred from the sheath not being in the true lumen of the inferior vena cava (ivc). Vascular surgery was consulted, and it was determined that the best option was to end the procedure and get follow up computed tomography (CT) imaging. The patient was kept overnight for observation. The following day the physician stated the patient was stable, not complaining of pain and the CT showed no concerns. The physician determined that the patient tortuous anatomy contributed to this event, but could not identify if the dissection occurred with the watchman trusteer sheath or the non-bsc sheath. Patient status there were no further patient complications reported and the patient was discharged home.